Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experiences ineffective stimulation. Reprogramming was unable to resolve the issue and resulted in the pt experiencing unwanted stimulation in his tailbone, unless lying down. X-rays did not reveal any lead migration. Further reprogramming is to take place at a later date.